Manufacturer narrative:
Event date: date is approximate. Concomitant products: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. The trial began (B)(6) 2021. It was reported that on their right hip where they hooked up the tube, the patient could feel the vibration that started at the bottom and went all the way up. They stated they had to turn it down to pee, squeeze their stomach and then slowly turn it back up. Contributing factors, actions/interventions and resolution were unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported that patient says that when he voids he gets a burning sensation before he goes. The patient stated that he is still having to push to be able to void and that it is affecting his sleep. The patient stated that his bladder is filling more and this is causing him pain as he cannot void without pushing. The patient stated that after the program change on our last call, it felt like his bladder was on fire and was not able to void on his own. The patient stated that he had turned his device off so that he could void again. He stated that he had turned his device back on today to program 1. The patient stated that when he had turned the device off he was able to void better than he was when he had it on. . He had also mentioned that when he has to void he has to squeeze his bladder to be able to fully void.